Manufacturer narrative:
(B)(4). It was reported that when catheter was removed from the sheath, the catheter got stuck. When they were able to remove the catheter, it was noticed that the proximal electrode was bent with sharp edges. The returned device was visually inspected and it was found that the ring # 2 edges were lifted. The catheter was measured on the tip pu outer diameter, the od of the tip was found within specifications. The reported ring damaged was confirmed; however, the exact cause of the ring condition remains unknown since sheath used in the procedure was not returned. The device history record (DHR) was revised and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility.

Event description:
It was reported that when catheter was removed from the sheath, the catheter got stuck. When they were able to remove the catheter, it was noticed that the proximal electrode was bent with sharp edges. Due to this condition the event was made reportable. The case was completed without injury to the patient.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the product analysis is completed. (B)(4).